Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a white contamination believed to be a simethicone type product in the air/water channels. In addition to the reportable malfunction, the following were noted: the light cover glasses and optical cover glass were chipped; the light cover glasses adhesive, optical cover glass adhesives, and distal end adhesives were worn; leakage was detected at the suction connector; the insertion tube orientation was out of alignment; angulation in the upward/downward and left/right directions was not to specification and there was excess play in the upward/downward and left/right angulation control knobs; the electrical safety test was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had a blockage in the channel. The issue was found during maintenance the device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a white contamination in the air/water channels. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer did not provide any information regarding failure and/or issues on the reprocessing practice. Also, the customer is not willing to provide any information for the reprocessing practice to olympus. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the s-connector. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states the detection method in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.